Event description:
It was reported that a spectrum iq infusion pump stopped infusing. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information d9: date returned to MFR. H11: the device was received for evaluation. During functional testing, the reported problem "pump stopped infusing" was not reproduced. The device was tested for flow accuracy and the evaluator found the pump to deliver as programmed, without stopping and within accepted range. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.